Manufacturer narrative:
PMA / 510(k)#: bk050036. Medical device lot #: 5187485; medical device expiration date: 12/31/2016; device manufacture date: 07/06/2015. Medical device lot #: 5152401; medical device expiration date: 11/30/2016; device manufacture date: 06/01/2015. Medical device lot #: 5127190; medical device expiration date: 10/31/2016; device manufacture date: 05/07/2015. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles.